Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to flux contamination on the j1000 jumper pins, causing an intermittent connection. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause an intermittent connection. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor displayed a service code.